Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the transmitter does not communicate with the smart phone and the receiver. The patient is unsure if the issue is a pairing issue or a loss of signal. No medical intervention was reported. Additional event or patient information is not available.